Event description:
It was reported that the patient experienced 3 piece puncture with needle with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new tactra was implanted. Additional information was reported that the patient put a hole in the device resulting in fluid loss. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that the patient experienced 3 piece puncture with needle with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new tactra was implanted. Additional information was reported that the patient put a hole in the device resulting in fluid loss. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient put a hole in the device resulting in fluid loss.